Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the two week postoperative follow up appointment the ipg was unable to be turned on. Troubleshooting was unable to resolve the issue. The patient underwent surgical intervention on (B)(6) 2016 to remove and replace the ipg which resolved the issue. Therapy has been restored.

Manufacturer narrative:
A CAPA was initiated on 2016-02-23 to address the issue in which the ipg experienced loss of power, causing the patient to lose pain relief requiring replacement of the device. Investigation is currently in progress.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator(ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 01 june 2017.